Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was possibly related to the device or therapy and possibly related to the implant procedure. The etiology was noted as other unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that according to the site no troubleshooting was done.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was nausea. The outcome was resolved without sequelae. Interventions included explanting and replacing the entire system. The event resulted in an unscheduled clinic or office visit. The patient reported nausea, vomiting, and headaches. The patient had recurrent nausea, vomiting, and headaches ongoing since a few days post-implant. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.